Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the differential pak with a new pack of the same lot number, which resolved the issue with differential results. The fse then replaced the red blood cell (rbc) bath to resolve the low qc results. (B)(4).

Event description:
The customer reported a coulter lh 500 hematology analyzer generated clogged flow cell errors as well as non-numeric, flagged differential results while processing patient samples and control samples. The customer also stated some quality control (qc) results were low and out of specification; the customer stopped use of the instrument until it could be serviced. There were no reports of erroneous numeric patient results generated and patient treatment was not impacted in connection with this event.